Event description:
It was reported that during routine generator replacement procedure, it was observed that the right ventricular (rv) lead exhibited insulation damage. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable.